Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11878 it was reported an error code occurred during the procedure. An angiojet spiroflex thrombectomy catheter was selected for use in a thrombectomy treatment procedure. During use the catheter leaked and a "check saline supply error" kept occurring. The device was exchanged for another angiojet spiroflex thrombectomy catheter and the same issue occurred. No patient complications were reported.